Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her freestyle libre sensor detached from the adhesive after 2 days of wear while she was asleep and she was therefore unable to monitor her glucose and experienced a loss of consciousness. Customer had contact with an hcp who diagnosed her with a urinary tract infection (uti) and hyperglycemia and provided insulin (dose/type unknown) as treatment. A new sensor was also applied. There was also report of customer experiencing coma for 3 days, however it is unknown if this is related to wear of the freestyle libre sensor. There was no report of death or permanent injury associated with this event.